Event description:
The subject device was used during an unspecified procedure. The probe of the device was broken and fell off in the patient's body cavity. The broken probe tip was retrieved during the same procedure, and the procedure was completed with a spare device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. There were not any scratches around the broken point. The shape of the fracture surface showed that the crack developed from the broken point of the probe as the starting point, and the coarse part was observed in the fracture surface. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, we have concluded that the probe broke because physical stress was applied to the probe which had already been cracked. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force, pushing a probe against the hard tissue or twisting the device while grasping the tissue. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.